Event description:
Event description guidant received information that this flextend lead was exhibiting loss of sensing and capture one day after the patient had exerted himself changing a tire. Impedance was measured at > 2500 ohms. At the lead replacement procedure, it was reported the helix was broken and the lead was dislodged. An additional lead was implanted without further incident.